Event description:
Information regarding the revision of the ins was also reported in manufacturer's report # 3004209178-2013-10468.

Event description:
It was reported there was a power on reset (por) condition. The patient was unable to adjust stimulation and there was ¿call your doctor¿ icon noted. The por was seen the day following a revision of the implantable neurostimulator (ins), were the ins was ¿more deeply¿ implanted. A ¿weird feeling¿ near the patient¿s buttock led them to check their device, which is when they discovered the por. Additional information has been requested, a follow up report will be sent if additional information received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# va04m46, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was not able to adjust stimulation. When the patient tried to increase her ins with the patient programmer it wouldn't allow her too. It was confirmed the ins was on. The patient saw the poor communication screen. The patient put the antenna over the implant and was able to adjust the ins. The patient was on program 2 at 1.1v. This action resolved the reported issue. It was noted that sometimes the area where ins is was sore. The patient had to have a second surgery because she was told the ins "topsey turned" so it "positioned itself differently." The healthcare provider went back in and repositioned it deeper. This was back in april or may. Since then the patient hadn't had problems. Before the patient could see it "sticking out of my hip." The patient had questions regarding if she should be bending or moving.

Event description:
It was reported that implant area was sometimes sore, and "just hurt."